Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port and a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Two partial circumferential breaks were noted on the catheter approximately 6.1cm and 7.0cm from the proximal end. The edges of the first and second partial circumferential breaks on the catheter segment were noted to be uneven. The surface was noted to be smooth and rounded with residue throughout on both regions. Upon infusion, leaks from the partial circumferential breaks were observed while water exited the distal end of the catheter. Aspiration was attempted but was unsuccessful, therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years and five days post port placement via the internal jugular vein, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment was removed from the heart. The current status of the patient is unknown.

Event description:
It was reported that three years and five days post port placement via the internal jugular vein, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment was removed from the heart. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.